Event description:
Customer reported that sparks and smoke could be seen coming from the red electrical outlet on the plg ceiling supply unit in or 12. No patient was involved. (B)(4).

Manufacturer narrative:
A maquet fse (field service engineer) visited this hospital and evaluated the device (plg ceiling supply unit). It was confirmed that the concerned electrical outlet on this device was observed to be emitting smoke and sparks. The fse observed a non-ul-listed power strip was plugged into this electrical outlet, and 3 other devices were connected to this power strip. When maquet fse unplugged the power strip from the concerned electrical outlet, one of the pins of the power strip broke off and stayed inside the outlet. No patient was involved. The fse had used a new electrical outlet to replace the damaged one and verified as ok. This device (plg ceiling supply unit) was delivered in 2011, and verified ok during installation. A review of DHR and complaint history did not reveal any nonconformity about this device. Maquet (B)(4) is requesting the defective sample electrical outlet) back for further analysis and investigation and a follow up report will be submitted.